Manufacturer narrative:
Patient age at time of event: (B)(6) or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a dissection and perforation occurred. The stenosed, fibrotic target lesion was 4cm and located in the moderately tortuous ostial superficial femoral artery (sfa). A 7fr. Chariot sheath and a non bsc guide catheter and guidewire were used to cross the lesion. The guidewire was removed and exchanged for a long .014 thruway wire. A jetstream 2.4/3.4 catheter was inserted and treatment initiated. 2 passes were made using the 2.4 min tip. The larger size 3.4 tip was then selected and further treated the same area. About 2 cm into the proximal sfa treatment area the jetstream bogged down, put into rex mode and pulled back. Extravasation of contrast was observed. The jetstream was removed from the patient and 2 long duration pta inflations were performed to treat the dissection and seal the perforation. No further intervention was performed and the case was completed. No further complications were encountered during the procedure and the patient status was stable.